Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, prime and displacement tests. The device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and the test passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm the error alarm due to the erased history file. The unit was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that the error alarm occurred during priming. Customer does not recall any significant events leading up to the error alarm. Blood glucose level was 264 mg/dl at the time of the call. No further information was provided.